Event description:
It was reported that the target lesion was in the right coronary artery, with moderate tortuosity, mild calcification, and a 90% stenosis. Pre-dilatation was performed with a 2.5 x 15 mm non-abbott balloon and a promus 3.5 x 28 mm stent delivery system was advanced, but would not cross. Additional pre-dilatation was performed with the 4.0 x 15 mm trek (first inflation of 12 atmospheres, for 15-20 seconds) and the same 3.5 x 28 mm promus was deployed successfully. Post-dilatation was performed with the same trek balloon; however, it ruptured on the first of 12 atmospheres, for 20 seconds. There was no reported resistance felt during advancement or retraction of the device in the patient. A 4.0 x 15 mm nc trek balloon was used to successfully complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion, guide cath: brite tip 7f jr4.0, stent: promus 3.5x28 mm. Evaluation summary: device evaluation: analysis of the returned balloon catheter noted that the reported difficulty appears to be a result of the tear in the shaft, which was likely interpreted by the account as a balloon rupture. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.